Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the 4k monitor experienced a no image issue. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, and h6. The device was returned to olympus for inspection, and the customer's complaint of no image issue and defect was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the event, ¿defective image,¿ occurs due to the faulty charge-coupled device panel. Olympus will continue to monitor field performance for this device.